Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and viscoelastic were indicated. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A root cause determination cannot be made without physical examination of the product. It is unknown if a qualified handpiece was used. The IFU instructs: the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, mark on the iol was noticed when using this lens cartridge. Problem was resolved when the new box different lot number was opened. Additional information was requested and received stating that scratch on the lens optic was noted after insertion.